Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. In 2007, the pt was seen by a co rep for device eval. Testing confirmed the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.